Event description:
It was reported that pump experienced malfunction, during which pump screen went dark and would not turn on, and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to connect pump to known working power source, repeat charging steps until pump screen turned on, and then performed pump reset with guidance; malfunction did not recur after reset, customer was advised to continue using pump and to call back if problem returned, and customer acknowledged understanding.